Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and the physician suspected ra lead dislodgement from the implant site. The patient was brought in for a surgical revision, but the physician was unable to screw the ra lead helix back in situ. The physician subsequently explanted this lead and implanted a new ra lead to resolve the event. The patient was stable with no additional adverse effects. The ra lead is expected to be returned for analysis, but has not yet been received.